Event description:
Port did not function properly on 2/21/95. X-ray revealed fracture of catheter, with embolization of the distal catheter in the right atrium. The catheter was snared and removed under fluoroscopic control in surgery.